Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increased pain and discomfort at the pocket site which described as tenderness in palpation. It was also stated that the patient had lower back pain over the midline anchor lead insertion. The patient felt that the ipg moved and was slightly tipped forward. The patient underwent a revision wherein the ipg was repositioned and that the patient was doing well postoperatively.